Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the power rocker switch. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst confirmed finding thermal damage on the backside of the power rocker switch. The fst stated that it looked burnt and melted. In addition, a photo of the damaged component was provided. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine shut down during heat disinfect and would not power back on. A fresenius field service technician (fst) was called onsite to evaluate the 2008t hd machine. During their inspection, the fst touched one of the leads (or metal connectors) that goes to one of the black wires on the backside of the power rocker switch, and it completely broke off. The fst noticed there were signs of thermal damage on the plastic part (on the backside of the rocker switch); they said it looked burnt and slightly melted. There was no burning smell, smoking, or arcing noted, and there were no reports of any sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. To resolve the reported issue, the fst replaced the power rocker switch. At the time of the repair, there were 14,519 hours on the system. After the repair was completed, the machine was returned to service. The damaged power rocker switch was discarded; however, a photo of the part was provided for review. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine shut down during heat disinfect and would not power back on. A fresenius field service technician (fst) was called onsite to evaluate the 2008t hd machine. During their inspection, the fst touched one of the leads (or metal connectors) that goes to one of the black wires on the backside of the power rocker switch, and it completely broke off. The fst noticed there were signs of thermal damage on the plastic part (on the backside of the rocker switch); they said it looked burnt and slightly melted. There was no burning smell, smoking, or arcing noted, and there were no reports of any sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. To resolve the reported issue, the fst replaced the power rocker switch. At the time of the repair, there were 14,519 hours on the system. After the repair was completed, the machine was returned to service. The damaged power rocker switch was discarded; however, a photo of the part was provided for review. There was no patient involvement associated with the reported event.